Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4:the lot was manufactured between (B)(6)2019 and (B)(6)2019. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which observed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This was identified in the dispensing room during treatment. When found, the user replaced the product with a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.